Manufacturer narrative:
The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope displayed a b30 (scope communication error). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation. Information added to the fields: d8, d9, h4, h6. Correction added to the field: d4, e1(telephone number), g2 (added selection). Please note e2 and e3 were selected in error and cannot be removed. Therefore, the selections will match the initial medwatch., a review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned and an evaluation was completed. During inspection, olympus confirmed the reported event. Additionally, the following non-reportable events were found: image guide protector was cut, the forceps channel was corroded. The grip was discolored, the control unit was corroded, the scope connector was corroded, the scope connector cover unit was corroded, and the circuit board unit in the scope connector was corroded. Based on the results of the investigation, the root cause for the event was not determined. However, it is likely that the electrical components, such as the printed circuit board in the scope connector, were corroded/malfunctioned due to fluid invasion inside the scope connector, which caused the reported event. The event can be prevented by following the instructions for use which state: important information ¿ please read before use. Precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the white light imaging and narrow band imaging endoscopic images are normal.. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.